Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was unable to connect the sample sleeve to the sample femur with the use of screw: 217861100. Allegation against the screw 217861100. Patient: male, (B)(6). Surgery delay: 20min. No adverse patient harm. Surgery performed: mbt revision and lcs vvc by lying spacer. Surgery successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  added device identification (lot#). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  added device identification (lot), concomitant medical products and device manufacture date. Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. The root cause is attributed to mis-use. The device was manufactured on manufactured on (B)(6) 2008. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.